Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-12450. It was reported that patient presented in emergency room for unrelated reason. Noise was noted on right atrial (ra) lead. Chest x ray showed suboptimal position of the lead. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: there is no related manufacturer reference number.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.